Event description:
The customer contacted stryker to report that their device could not see the paddles displayed when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicated the reported issue. The field service representative reseated the therapy connector to the therapy board to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was a poorly seated therapy connector.